Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated to the mesentery, duodenum, strut and limb deformity after multiple retrieval attempts. The device has not been removed after two attempted but unsuccessful percutaneous & complex removal procedure. The patient reportedly experienced pulmonary embolism (pe) post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months post filter deployment, first retrieval attempt was made. After several unsuccessful attempts, it was not possible to snare the hook of the filter into the sheath. Eventually, next month, another attempt was made. Attempt at snaring filter was made with multiple snare types without success. Vena cavogram revealed tip of filter embedded posteriorly. Multiple attempts were made to dislodge tip from embedded position but were unsuccessful. However, one of the arms & struts was straitened, which now extended superiorly in a vertical manner. Approximately five years later, CT revealed several of the filter legs extended beyond the lumen. The head of the filter also likely extended through the lumen and lies adjacent to the duodenum. Approximately three years later, computed tomography revealed the tip was anterior and abutting against the anterior vena cava wall and several of the prongs of the filter extend beyond the renal vein both off to the right and left. Approximately one year later, computed tomography revealed there was a fractured strut from the inferior vena cava filter within branches of the left renal vein within the left renal pelvis and this was also present previously. Therefore, the investigation is confirmed for perforation of the ivc, material deformation, filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for pulmonary embolism post implant. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: instruction for use: warnings: only use the recovery cone® removal system to remove the g2 filter. Never re-deploy a removed filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,g4, h6(device: 2907). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, five months post filter deployment, first retrieval attempt was made. After several unsuccessful attempts, it was not possible to snare the hook of the filter into the sheath. Eventually, next month, another attempt was made. Attempt at snaring filter was made with multiple snare types without success. Vena cavogram revealed tip of filter embedded posteriorly. Multiple attempts were made to dislodge tip from embedded position but were unsuccessful. However, one of the arms & struts was straitened, which now extended superiorly in a vertical manner. Approximately five years later, computed tomography revealed several of the filter legs extended beyond the lumen. The head of the filter also likely extended through the lumen and lies adjacent to the duodenum. Approximately three years later, computed tomography revealed the infrarenal inferior vena cava filter was tilted and the tip was anterior and abutting against the anterior vena cava wall and several of the prongs of the filter extend beyond the renal vein both off to the right and left. Approximately one year later, computed tomography revealed there was a fractured strut from the inferior vena cava filter within branches of the left renal vein within the left renal pelvis and this was also present previously. Therefore, the investigation is confirmed for perforation of the ivc, material deformation, filter limb detachment, filter tilt and retrieval difficulties. However, the investigation is inconclusive for pulmonary embolism post implant. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated to the mesentery, duodenum, strut and limb deformity after multiple retrieval attempts. The device has not been removed after two attempted but unsuccessful percutaneous & complex removal procedure. The patient reportedly experienced pulmonary embolism (pe) post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, five months post filter deployment, first retrieval attempt was made. After several unsuccessful attempts, it was not possible to snare the hook of the filter into the sheath. Eventually, next month, another attempt was made. Attempt at snaring filter was made with multiple snare types without success. Venacavagram revealed tip of filter embedded posteriorly. Multiple attempts were made to dislodge tip from embedded position but were unsuccessful; however, one of the arms & struts was straitened, which now extended superiorly in a vertical manner. Approximately five years later, CT revealed several of the filter legs extended beyond the lumen. The head of the filter also likely extended through the lumen and lies adjacent to the duodenum. Therefore, the investigation is confirmed for perforation of the ivc, material deformation and retrieval difficulties. However, the investigation is inconclusive for pe post implant. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated to the mesentery, duodenum, strut and limb deformity after multiple retrieval attempts. The device has not been removed after two attempted but unsuccessful percutaneous & complex removal procedure. The patient reportedly experienced pe post implant; however, the current status of the patient is unknown.